Manufacturer narrative:
Product analysis: upon receipt, the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed from the delivery catheter system (dcs). The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve was received discolored showing evidence of blood contact. All leaflets exhibited signs of severe creases and imprints. Leaflets were slightly flexible. All leaflets were in a partially closed position with a large gap between all free margins. All commissures were intact. The valve was received in a dehydrated and slightly compressed state. The valve was submerged in a warm saline bath. The valve maintained a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the subject valve was returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: a set of case angiograms were provided for review. Cines were recorded by filming the cath lab monitor so image quality was poor. The valve load appeared to display a degree of infolding, although the infold did not appear to reach the 4th node. The load would be considered acceptable according to best practices. It was noted that during the fluoroscopic inspection, the valve was not rotated through 360 degrees as stipulated by best practices. During the pre-balloon aortic valvuloplasty (bav), the balloon appeared to slip slightly and migrate towards the ventricle. The balloon was seen being restricted by the annulus and appeared under-inflated. The images were taken from the 80% deployment inspection at 2 unidentified views. Both images showed severe frame constriction at 80% valve deployment with infolding visible in the second image. After the successful identification of an infold, the valve was recaptured and removed from the patient. The image showed the fluoroscopic inspection of the capsule after it was removed. Severe infolding and frame manipulation were visible. Although the report s tated a new valve was correctly loaded, there was no evidence provided. The image showed the pre-bav. According to the report this was with a 24mm non-compliant balloon. The balloon appeared to be maximally inflated and remained in situ. The images showed the 80% deployment evaluation of the second valve and the final angiogram post-valve release. Both images displayed as usual with no apparent frame in-folding or constriction. The reported event indicates that the valve was initially deployed and was not releasing in a usual way. Fluoroscopy images revealed a possible infold. The capsule of the valve was inspected under fluoroscopy which confirmed an infold. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Due to the received condition (compressed) of the valve, a deployment simulation could not be performed. The patient became unstable. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device instructions for use (IFU). Pulseless electrical activity was reported. A variety of factors can contribute to the onset of asystole, and a conclusive cause could not be determined from the limited information available. The device history record (DHR) (f195947) and frame record (1362863) were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by an exper ienced loader. A misload was not reported. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-compliant balloon. The valve was initially deployed and was not releasing in a usual way. Fluoroscopy images revealed a possible infold. The patient became unstable. Pulseless electrical activity was reported. Reanimation was initiated. After approximately 10 minutes, the patient stabilized with good cardiac output and heart rhythm. The capsule of the valve was inspected under fluoroscopy which confirmed an infold. The valve was recaptured and removed from the patient. A new valve was loaded properly. A pre-bav was performed with a 24 mm non-compliant balloon. The valve was successfully implanted. No adverse patient effects were reported.